Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that during implant the physician repositioned the lead several times but it was not possible to obtain good/stable measurements. The lead was not used and another lead was implanted. No patient complications have been reported as a result of thisevent.